Manufacturer narrative:
(B)(4) for suture detachment.

Event description:
It was reported to boston scientific corporation that during a procedure using a pinnacle posterior pelvic floor repair kit, as the first leg assembly was being loaded into the capio device, the suture detached right where the suture meets the dilator. Reportedly, the detachment occurred outside of the patient. The physician completed the procedure with another pinnacle posterior pelvic floor repair kit with no complications to the patient. The patient, who is reportedly over 18 years of age, was fine at the conclusion of the procedure.